Event description:
A custom PICC line was placed for therapeutic purposes in 2005. Upon noticing leaking at the entrance site, the line was removed and flushed again and holes were noted. The holes were located by the hub as well as by the entrance site. The PICC was replaced eight days later.